Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted with heartmate ii implanted on (B)(6) 2015. There was a pump exchange on (B)(6) 2020 ((B)(4)). The patient was last admitted on (B)(6) 2024 after a fall at home and found with a right intraventricular hemorrhage stable. Recommendation was inpatient rehabilitation for improvement in mobility, however patient refused. (B)(6) created). Chronic infection of driveline and multiple subcutaneous abscesses with no surgical options. Conservative approach on suppressive oral antibiotics. (B)(6) created). The patient was found having passed away in bed at home on (B)(6)2024. There was no known definitive cause for passing at this time. As on (B)(6) 2024, the cause was still not determined. The site planned to obtain the controller to look at alarm history and determine if the device was operating as intended. No products will return. Log files were obtained, and they mainly captured routine events throughout the event log. A couple low voltage hazard events on (B)(6) were noted between 09:09 and 10:44 due to the battery power being on the low side, causing voltage hazard events. It appeared the ventricular assist device and peripheral equipment were functioning as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log file contained events from 22nov2024 through 24nov2024. No notable events were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The heartmate ii lvas instructions for use (IFU) lists potential adverse events, including bleeding and infection, that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The IFU also lists bleeding and infection as potential late postimplant complications. Additionally, the IFU and patient handbook both provide information regarding how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, and hmii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and infection (local, driveline, pump pocket), that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists bleeding and infection as potential late postimplant complications. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.